Event description:
The customer reported high blood glucose. Customer stated that he received and programmed the insulin pump. Troubleshooting was done. Customer's blood glucose was 444 mg/dl. Customer treated with manual injections and changed set. Educated the customer about check settings alarm and proper priming. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).